Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since implant, the right atrial (ra) lead exhibited high thresholds and in stored atrial arrhythmia electrograms, there are occasional atrial events apparently under-sensed, possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.